Event description:
The customer reported that his insulin pump shut off without notification. The customer stated that the threshold suspend feature was set at 59 mg/dl, however, the insulin pump shut off when the customer was above 80 mg/dl. The customer's blood glucose was unknown at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.